Event description:
It was reported the pt experienced stimulation in the wrong location - the stomach area. Impedance readings on one lead were high. During replacement surgery, the lead was visibly fractured and removed along with the extensions and the depleted ipg. The pt reported the replacement surgery "took 2.5 hours instead of 0.5 hours" and the hcp replaced the lead because "it was missing its protective cover". The patient additionally stated she "had to take oral medication since the device had never worked properly". The pt stated she wanted the device removed as she continues to have back pain and muscle spasms. X-rays noted the device was "upside down and the connector was too close to the skin". The pt was scheduled for a reprogramming session in late 2008. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.